Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability and mechanical loosening of the femoral component at the bone to cement and cement to implant interface. Cement manufacturer is depuy. The surgeon then took his attention to the tibia where the tibia was stable. He then proceeded to prepare the femur for a 75 mm universal fluted stem with a size 31 fully porous femoral sleeve and a size 2.5 tc3 revision femoral component with 8 mm posterior augments on lateral and medial side. A primary rp ps insert was used to allow less constraint and for the compatibility of the primary rp sigma tibial tray. The patient was put through an rom and was stable and flexion and extension. Doi: unk. Dor: (B)(6) 2018; unknown operative side.